Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Technique related factors have been shown to contribute to the development of pvl. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. The op report documents that there seemed to be a small area where two pledgets had not appropriated properly. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device and with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.

Event description:
In this case, it was reported that the valve was explanted due to a perivalvular leak after implant. Per the op report, "we were pleased with the way the valve was seated... There was again prompt arrest we opened the aortic incision and looked at the valve. There seemed to be a small area where two pledgets had not appropriated properly. I put an extra stitch in there and brought it up through the sewing ring of the valve. This seemed to close the defect. We reclosed our aortic incision and performed the de-airing maneuvers and released the cross clamp again. Once the heart had recovered, we allowed it to fill and eject. Unfortunately,the area of the leak was still there, I could not be sure that this was a perivalvular leak. I thought it might still be a perivalvular leak and I was not confident in leaving this young man with that amount or regurgitation, although it was only mild. We therefore re-clamped the aorta, gave an additional dose of cardioplegia opened the aortic incision and removed the aortic valve. Since we could not be sure that it was a prosthetic malfunction. I did not want to put the valve in at this point since we had been on bypass for quite sometime and I thought that this was our last chance to get a good functioning valve in. We therefore dissected out the coronary buttons and decided on a freestyle stentless prosthesis." No other details were provided.